Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine enlargement. Concurrent conditions included neoplasm, right lower quadrant pain, ovarian cystadenoma, vaginal bleeding and fibroids. Family history included breast cancer. In april 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged menses / abnormally heavy menstrual bleeding"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), ovarian cyst ("ovarian cysts/large right ovarian cyst with suspected internal septation"), dyspareunia ("pain during intercourse") and fatigue ("fatigue."). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6)2015 underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy.) And surgery (on (B)(6)2015 underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy.). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, ovarian cyst, dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2011: confirming full occlusion of fallopian tubes. Ultrasound scan - on (B)(6)2015: right separated ovarian mass concerning the injuries reported in this case, the following ones was described in patient¿s medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6)2018: mr received: reporters, patient demographic, concomitant disease and historical conditions were added. New event "abnormal uterine bleeding" was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), ovarian neoplasm ("neoplasms of uncertain behavior of ovary") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine enlargement. Concurrent conditions included neoplasm, right lower quadrant pain, ovarian cystadenoma, vaginal bleeding and fibroids. Family history included breast cancer. On (B)(6) 2011, 14 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of menorrhagia ("prolonged menses / abnormally heavy menstrual bleeding"), menstrual disorder ("abnormal menses"), back pain ("severe back pain") and ovarian cyst ("ovarian cysts/large right ovarian cyst with suspected internal septation"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian neoplasm (seriousness criterion medically significant), fatigue ("fatigue."), arthralgia ("hip pain"), uterine pain ("uterine pain") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy.) And surgery (underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, menstrual disorder, back pain, ovarian cyst, dyspareunia, fatigue, vaginal haemorrhage and arthralgia was resolving and the ovarian neoplasm, uterine pain and uterine enlargement outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, ovarian cyst, ovarian neoplasm, pelvic pain, uterine enlargement, uterine haemorrhage, uterine pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2015: right separated ovarian mass concerning the injuries reported in this case, the following ones was described in patient¿s medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters and events (abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), hip pain, uterine pain, enlarged uterus, neoplasm of uncertain behavior of ovary) were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and ovarian neoplasm ('neoplasms of uncertain behavior of ovary') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Concurrent conditions included neoplasm, right lower quadrant pain, ovarian cystadenoma, vaginal bleeding and fibroids. Family history included breast cancer. Concomitant products included estradiol, levothyroxine sodium (synthroid) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue."). On (B)(6) 2011, the patient experienced prolonged heavy periods ("prolonged menses / abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and menorrhagia ("abnormal bleeding vaginal, menorrhagia"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding general"). In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain") and ovarian cyst ("ovarian cysts/large right ovarian cyst with suspected internal septation"). On (B)(6) 2015, the patient experienced amnesia ("other injury(ies) or complication (s) please describe: memory loss"). On (B)(6) 2015, the patient experienced memory impairment ("hormonal changes: forgetful") and asthenia ("hormonal changes:no energy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), uterine pain ("uterine pain") and uterine enlargement ("enlarged uterus") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy,bilateral salpingo-oophorectomy, ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, back pain, ovarian cyst, dyspareunia, fatigue and arthralgia was resolving, the ovarian neoplasm, uterine pain, uterine enlargement, amnesia, memory impairment and asthenia outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, prolonged heavy periods, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menstrual disorder, ovarian cyst, ovarian neoplasm, pelvic pain, prolonged heavy periods, uterine enlargement, uterine haemorrhage, uterine pain, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: results: right separated ovarian mass. Concerning the injuries reported in this case, the following ones was described in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding'), ovarian neoplasm ('neoplasms of uncertain behavior of ovary') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Concurrent conditions included neoplasm, right lower quadrant pain, ovarian cystadenoma, vaginal bleeding and fibroids. Family history included breast cancer. Concomitant products included estradiol and levothyroxine sodium (synthroid). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), prolonged heavy periods ("prolonged menses / abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 14 days before insertion of essure. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain") and ovarian cyst ("ovarian cysts/large right ovarian cyst with suspected internal septation"). In (B)(6) 2015, the patient experienced amnesia ("other injury(ies) or complication (s) please describe: memory loss"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue."), arthralgia ("hip pain"), uterine pain ("uterine pain"), uterine enlargement ("enlarged uterus"), memory impairment ("hormonal changes: forgetful") and asthenia ("hormonal changes:no energy") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, back pain, ovarian cyst, dyspareunia, fatigue, menorrhagia and arthralgia was resolving, the ovarian neoplasm, uterine pain, uterine enlargement, amnesia, memory impairment and asthenia outcome was unknown and the genital haemorrhage, dysmenorrhoea, prolonged heavy periods and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menstrual disorder, ovarian cyst, ovarian neoplasm, pelvic pain, prolonged heavy periods, uterine enlargement, uterine haemorrhage, uterine pain, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: results: right separated ovarian mass. Concerning the injuries reported in this case, the following ones was described in patient¿s medical records: abnormal uterine bleeding . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. New reporter was added. Added event memory loss, forgetful, no energy. Updated outcome of events bleeding and cramping from unknown to recovered/resolved. Event onset date was added. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding') and ovarian neoplasm ('neoplasms of uncertain behavior of ovary') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Concurrent conditions included neoplasm, right lower quadrant pain, ovarian cystadenoma, vaginal bleeding and fibroids. Family history included breast cancer. Concomitant products included estradiol, levothyroxine sodium (synthroid) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), 2 months after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue."). On (B)(6) 2011, the patient experienced prolonged heavy periods ("prolonged menses / abnormally heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain") and ovarian cyst ("ovarian cysts/large right ovarian cyst with suspected internal septation"). On (B)(6) 2015, the patient experienced amnesia ("other injury(ies) or complication (s) please describe: memory loss"). On (B)(6) 2015, the patient experienced memory impairment ("hormonal changes: forgetful") and asthenia ("hormonal changes:no energy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), uterine pain ("uterine pain") and uterine enlargement ("enlarged uterus") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy,bilateral salpingo-oophorectomy, ovarian cystectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, back pain, ovarian cyst, dyspareunia, fatigue and arthralgia was resolving, the ovarian neoplasm, uterine pain, uterine enlargement, amnesia, memory impairment and asthenia outcome was unknown and the genital haemorrhage, abdominal pain lower, dysmenorrhoea, prolonged heavy periods, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, amnesia, arthralgia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, memory impairment, menstrual disorder, ovarian cyst, ovarian neoplasm, pelvic pain, prolonged heavy periods, uterine enlargement, uterine haemorrhage, uterine pain, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: results: right separated ovarian mass. Concerning the injuries reported in this case, the following ones was described in patient¿s medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received- outcome of menorrhagia, abdominal pain lower updated to recovered / resolved. Concomitant drug were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping / severe, lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged menses / abnormally heavy menstrual bleeding"), menstrual disorder ("abnormal menses"), back pain ("severe back pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("pain during intercourse") and fatigue ("fatigue."). The patient was treated with surgery (on (B)(6) 2015 underwent a total hysterectomy with bilateral salpingectomy and ovarian cystectomy. ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, ovarian cyst, dyspareunia and fatigue was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.